Manufacturer narrative:
The umbilical able was returned to the manufacturer for analysis. Analysis found an electrical failure, an open connection. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. The umbilical cable was under analysis on the date of filing, therefore no analysis results available from that component. The name of the initial reporter was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the mobile viewing station (mvs) was not communicating with the image acquisition system (ias), and the umbilical cable was bent by about 30 degrees. The site discontinued use of the imaging system. There was no delay to the procedure. There was no reported impact on patient outcome.